Event description:
Review of the available programming history confirmed the high impedance event. The generator was explanted; however, attempts to have it returned for analysis have been unsuccessful. The lead was left implanted. Attempts (3 phone calls) have been made to the treating dr to obtain current pt condition since ther e-implant of the new generator. Because the info gathered indicates that the lead was left implanted, and the generator was replaced, the likely cause of the reported high impedance was a lead/generator connection problem.

Event description:
Further follow-up with treating neurologist revealed that the pt had an increase in seizures in conjunction with the high impendance condition. Since the generator replacement, the pt is reportedly stable with decrease in seizures. In addition, diagnostic testing following generator replacement confirmed proper device function.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Lead break is suspected. The patient is scheduled for revision surgery. No adverse event was reported in conjunction with the high lead impendance condition. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.